Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01161. This report is being submitted as additional information. Approximate age of device ¿ 37 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists sepsis, infection, and neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with multiple issues post hm3 implant. On (B)(6) 2018, the patient developed neuro changes, head CT was negative for stroke, electroencephalogram (eeg) showed diffuse encephalopathy. The patient developed diffuse serous drainage from chest tubes with possible rheumatologic reaction. The patient was started on steroids with no improvement and developed progressive myopathy, neuropathy, and debilitation. On (B)(6) 2018, the patient developed vancomycin-resistant enterococci (vre) bacteremia and was placed on daptomycin infusion. It was reported that the patient would need lifelong daptomycin as the lvad was likely seeded with vre. On (B)(6) 2018, the patient decompensated, was reintubated, developed worsening sepsis and required significant resuscitation efforts. The developed disseminated intravascular coagulation (dic) from sepsis, became anuric, required multiple transfusions and increased vasopressors. On (B)(6) 2018, the patient¿s family decided to withdraw support and the patient passed away. There was no autopsy and the pump will not be returned. It was reported that the lvad was working as intended. No additional information was provided.